Event description:
Pt was hospitalized for hyperglycemia. Relative reports that pt was at school and that the device failed with no alarms or display visible. Pt did not correct blood sugars until pt returned home that evening. Attempts were then made, unsuccessfully, to correct hyperglycemia prior to hospital admission. Device not returned for evaluation.